Event description:
Per the audiologist, the patient reportedly experienced a decrease in performance. An x ray indicated the electrode array was penetrating the posterior fossa. The patient underwent revision surgery in 2007 to relocate the array in the correct position. Per the audiologist, the patient is still experiencing a decrease in performance however, the patient is not using the external processor on a consistent basis.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011 due to headaches resulting in device non-use. It was also reported that the electrode array was not in the cochlea. Patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4), 2011.